Event description:
Boston scientific (bsc) crm rec'd info that five days post the initial implant procedure, that due to the size of this pt and his loose skin, upon standing, the device dropped and dislodged both atrial and ventricular leads. The boston scientific field representative (fr) recommended implanting larger leads, and to suture the device in a higher position, however the physician elected to try and reposition the implanted leads. After three attempts, this was unsuccessful. Patient was pacemaker dependent so temporary pacemaker wires were placed during this revision procedure. The physician elected to remove the entire pacing system, and implant a new system on the patient's right side with a parsonet pouch and suture, around the clavicle which was successful.